Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent bag, severe abdominal pain and vomiting. Approximately two weeks prior to the cloudy effluent event, the patient experienced severe abdominal pain and vomiting. The cause of the event was not reported. The patient was treated with unspecified antibiotics (ongoing) for the event and was reported to feeling better and the effluent bag was clear. Action taken with pd therapy was not reported. No additional information is available.